Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level of 898 mg/dl. The customer had been doing manual injections and was treated with insulin drip at the hospital. The customer reported that they experienced vomiting as a symptom of high blood glucose level. The customer stated that they had many no delivery alarms and she was changing out multiple times a day. The customer stated that the insulin pump passed the self test. The insulin pump will not be returned for analysis.